Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a failed battery test alarm. The customer stated that the issue had been resolved in the past by a replacement battery cap but that he was receiving the alarm once again. The customer stated that he was able to continue insulin pump therapy by using a cap from another insulin pump. The customer's blood glucose was 230 mg/dl. Troubleshooting was done. The customer received the failed battery alarm again. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received within normal operating currents. No unexpected failed battery test alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.